Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an unused, migrating pulse wire in ECG "c" piercing into the blue (+5v) wire. A root cause investigation determined that the cause of the unused wire migration in the ECG "c&d" cable was the lack of a method to secure the unused wire ends. O adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).